Event description:
It was reported that a patient underwent breast augmentation revision with two 390cc mentor memorygel boost breast implants. Post-operatively, the patient suffered left breast capsular contracture (baker grade iii). At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 10, 2025, mentor received additional information indicating that the patient's implants were replaced with the following: (left) 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 9990673 sn: (B)(6) and (right) 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 9977711 sn: (B)(6). On march 12, 2025, mentor received additional information indicating that the patient initially suffered left swelling and bruising, post-operatively. The patient was prescribed singulair for capsular contracture risk. On (B)(6) 2024, the patient suffered left breast device extrusion and wound contamination, which required intervention. The left implant was irrigated but was not replaced and remained implanted. Antibiotics were prescribed. Eventually, on (B)(6) 2025, the patient was diagnosed with bilateral breast capsular contractures (baker grade iii on the left and only baker grade I on the right). The left breast has hardened and slightly superior compared to the right breast. The implants were also reported to make the patient's breasts cold and they wanted to switch back to saline implants. The correct date for the explantation surgery was on (B)(6) 2025. On march 19, 2025, the mentor failure analysis lab received the device for evaluation. On march 27, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smo ro mod pro boost gel 390cc returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet the american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. This medwatch form is for the left breast prosthesis. Complications on the right breast will be reported under mrn: 1645337-2025-03334.

Manufacturer narrative:
On february 25, 2025, mentor received additional information indicating that the patient has undergone breast implant removal and replacement surgery on (B)(6) 2025. The patient's implants were replaced with unknown saline implants. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.